Event description:
The machine had two alarms; the protective card communication timeout alarm and the blood card communication timeout. These alarms were followed by a general safe state alarm that would only allow the operator to power the machine down and restart the treatment. After the procedure was restarted, the dialysis machine again experienced the same alarm sequence.